Event description:
It was reported that a pt procedure was delayed due to a mechanical problem on the system. The pt had already been prepped for a procedure to place a pacemaker into a skin pouch ( a skin pouch had been opened on the pt but had to be temporarily closed). The procedure could not be performed due to a non-functional detector rotation, and was delayed by one day. In view of the fact that the installation was new the installation team was still on site and repaired the detector rotation issue. Since this event, and the repair of the detector issue, the system has been working according to specifications. This issue occurred in (B)(6).

Manufacturer narrative:
A thorough investigation of the issue is presently on-going in the factory, but no conclusion has been reached at this time. The user facility did not provide any patient info due to patient privacy. Customer address: (B)(6).